Manufacturer narrative:
Continuation of d10: product ID evfxplus-26; product type: 0195-heart valves product ID l-evfxplus-26; product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve in a patient with a narrow left ventricular outflow tract, no pre balloon aortic valvuloplasty (bav) was performed. Following valve deployment, the valve was recaptured due to positioning difficulties. The valve was deployed and recaptured three more times for the same reason. A dislodge was noted with all four deployment attempts. Upon the fourth recapture, the valve and delivery catheter system were withdrawn from the patient. Subsequently, a non-medtronic valve was implanted in the patient. No adverse patient effects were reported.